Manufacturer narrative:
Returned for evaluation was a 400um fiber. The customer's reported complaint of fiber was kinked/fractured was confirmed. The returned sample was noted to have 2.5cm of the fiber tip missing from the fiber that was returned, in addition the customer provided photo of the fiber fracture in the package. Although the complaint is confirmed, a definitive root cause cannot be determined. Potential root cause is the fiber was fractured due to handling damage. Per the manufacturing engineer for this product, this particular fiber break appears to be the result of a concentrated force being directed at a specific point on the fiber. What possibly could have occurred with this fiber assembly is that when removing the plastic spiral wrap which requires a degree caution due to small diameter of the fiber material, there may have been some degree of difficulty and the fiber was somehow pinched which resulted in the break in the fiber. The photo provided by the end user shows the break in the fiber while it was still positioned in the packaging tray, but the 3cm long spiral wrap which should be covering the distal end of the fiber is missing. A pvak fiber assembly has a small 400 micron glass core which can be susceptible to damage if not handled with a degree of care. This particular issue was most likely the result of a concentrated force being applied against the fiber when attempting to remove the spiral wrap. A review of the incoming lot history records was performed for the reported packaging lots for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a pvak -- 400 micron perforator and accessory vein ablation kit. While unpacking for prepping for an evlt procedure, it was noted that the device had a prominent kink. The device was set aside and a new of the same device was used to complete the procedure. There was no patient harm or injury due to this event. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.